Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized from (B)(6), 2014. Her blood glucose was over 800mg/dl at the time of hospitalization. Her symptoms included nausea, fatigue, thirst and an inability to use the restroom. No equipment was returned. No additional information was reported.